Event description:
It was reported the catheter was inserted successfully. Once the wire/needle removed, blood continued to bleed from the insertion site. The catheter was removed and the customer reports a hole in the catheter. Additional information from customer reports "once the catheter was removed there was no further intervention required besides applying pressure to the site. Until the catheter was removed there was a significant amount of blood at the site. As I stated earlier the arterial line was removed and due to the circumstances, another arterial line was not placed. This in turn meant the scan/study which required arterial blood was canceled." No patient injury was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheter for evaluation. Signs of use in the form of biological material were noted on the catheter body and hub. Initial visual inspection did not reveal any defects or anomalies. After failing functional testing a hole was found in the catheter body directly adjacent to the juncture hub. The total length of the catheter measured 2.75", which is within specifications of 2.715-2.755" per catheter graphic. The outer diameter of the catheter body measured 0.04460", which is within specifications of 0.044-0.047" per catheter extrusion graphic. The inner diameter of the catheter body measured 0.031", which is within specifications of 0.031-0.034" per catheter extrusion graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with the kit states, "firmly hold introducer needle hub in position and advance catheter, over guidewire into vessel." A 0.018" lab inventory swg was able to be inserted through the catheter with minimal resistance. When the catheter was flushed with a lab inventory syringe, water leaked from a hole directly adjacent to the juncture hub. Manufacturing was contacted about this issue and stated that the molding process likely caused or contributed to the hole in the catheter. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." The complaint of an arterial catheter leaking was confirmed by a complaint investigation of the returned sample. Functionally testing confirmed water was leaking from a hole in the catheter body adjacent to the juncture hub. Based on the sample received and feedback from manufacturing, it was determined that manufacturing-molding likely caused or contributed to this issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the catheter was inserted successfully. Once the wire/needle removed, blood continued to bleed from the insertion site. The catheter was removed and the customer reports a hole in the catheter. Additional information from customer reports "once the catheter was removed there was no further intervention required besides applying pressure to the site. Until the catheter was removed there was a significant amount of blood at the site. As I stated earlier the arterial line was removed and due to the circumstances, another arterial line was not placed. This in turn meant the scan/study which required arterial blood was canceled." No patient injury was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).